Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, soon after deployment the patient became hypotensive. Aortography revealed occlusion of the left main (lm) trunk. A plaque shift was suspected and ventricular fibrillation was noted. Cardiopulmonary resuscitation (CPR) was performed and extracorporeal membrane oxygenation (ECMO) was started. A coronary artery bypass graft (CABG) two-vessel bypass was performed after an unsuccessful attempt to cannulate the lm. One day following the valve implant, bleeding occurred and a re-intervention was performed for mediastinal lavage of a pleural effusion in the left chest. Two-days following implant, echo revealed ejection fraction of less than 15%. Six days following the valve implant the patient expired due to cardiogenic shock secondary to the lm occlusion and subsequent CABG.